Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation procedure a farawave catheter was selected for use. During catheter maneuvering, the wire was unable to be retracted or advanced within the catheter. The catheter and wire were replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as it was disposed. The usage of the device to treat a persistent atrial fibrillation is considered an off-labeled use.